Manufacturer narrative:
This complaint is related to mdrs#: 1828100-2014-01072. Eval is in progress, but not yet concluded. Per the subsidiary site, please note that since the first indication of failure was the burnt cable connector, we switched it out from our demo machine and the same incident occurred, therefore we have two burnt connectors. It seems that one cable was discarded by the hospital since it was burnt.

Event description:
It was reported that during troubleshooting for MDR # 1828100-2014-01072, the battery cable assembly was burnt. There was no pt involvement.